Event description:
The cardiac patient monitor would intermittently reboot whether a patient was connected to the device. This means that the patient was intermittently unmonitored. Clinical staff noticed the device rebooting several times and contacted biomedical engineering. The device was swapped with a fully functional device. The device was sequestered, and logs were pulled.